Event description:
The nurse states when the head of the bed is elevated, it wil not stay elevated and will slowly lower back down. The nurse states the unit was a rental but is now owned by the consumer.